Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare provider (hcp) reported the patient had underlying conditions which led to their cardiac event. The patient's cardiac events, hypoxia, and death were not related to the device or therapy.

Manufacturer narrative:
(B)(4).

Event description:
The healthcare provider reported via the manufacturer's representative (rep) the patient suffered a cardiac event while under mac anesthesia for a stage 2 case on (B)(6). It was unknown what led to the event (the event was identified by anesthesia staff). After the physician had closed the pocket incision the patient's vitals dropped. The patient was then stable and transferred to the hospital on (B)(6) for monitoring. According to the rep. No troubleshooting/diagnostics were performed as it wasn't a device related issue. The physician later informed the rep. The patient passed away on (B)(6) due to the cardiac event and hypoxia. Relevant medical history includes urinary dysfunction/sacral nerve stim. And gastrointestinal/pelvic floor.

Event description:
Additional information received from a nurse at the doctor's office who reviewed the death was not related to the manufacturer's device. Medical records will not be sent at this time.